Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured during surgery. The surgeon completed the surgery with out device and there was no harm to patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated, however, the complaint could not be confirmed. The returned device showed signs of repeated use and the capture screw component hex feature exhibited damage, but the reported fracture of the instrument was not identified. The device history records were reviewed and no discrepancies were identified. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: